Event description:
A report was received that the patient had inactive contacts on her leads. The patient underwent a lead revision and the physician noted that both of the leads were fractured between the contacts where they entered the splitter. The leads were replaced. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient had inactive contacts on her leads. The patient underwent a lead revision and the physician noted that both of the leads were fractured between the contacts where they entered the splitter. The leads were replaced. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-50, serial # (B)(4), description: linear 3-6, lead 50cm, model # sc-3304-25, serial # (B)(4), description: d4 splitter 2x4-25cm.

Manufacturer narrative:
Device evaluation confirmed the complaint. Sc-2352-50, s/n # (B)(4) visual inspection of the lead found that the proximal end contacts # 2 and # 3 are deformed and exhibit marks apparently inflicted by the surgical tools. Sc-2352-50, s/n # (B)(4) the inactive contacts were due to a damaged proximal end. Visual inspection revealed that the proximal end is missing contacts. The missing portion of the proximal end was not returned for analysis. The root cause of the damaged proximal end is unknown.